Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty seven representative samples of the device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, from a routine midline ovariohysterectomy, the patient was re-examined with a swelling at the wound site which was suspected to be herniation. Six days after, the patient was admitted for ultrasound scan and probable repair of abdominal hernia. While hospitalized, the patient managed to agitate the abdominal wound to the extent that the skin wound broke down and there was total dehiscence of the surgical wound with exteriorization of the abdominal contents. The patient engaged in considerable self trauma. This necessitated removal of a large section of small intestine with end-to-end anastomosis and hospitalization for several days. The patient has made a full recovery since this episode. When the abdomen was explored for surgery, the knots in the muscle layer were found to be intact while the suture had snapped in the middle.